Event description:
After treatment with juvederm ultra plus under the eyes, the pt experienced lumps, swelling, and bruising at the injection site. The physician prescribed oral ibuprofen. The pt declined to offer further info and provided no physician contact info. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.